Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was found that the pendant was not I installed with the correct program. The pendant was reprogrammed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: pendant bi70000336, serial/lot #: s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during an install the external and internal pendant did not show the same display content. The e-stop and reset did not work correctly simultaneously on the two pendants.